Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed, unable to recover and fan also smelled like burnt out. A field service engineer found that the solenoid for drawer 2.1 was found to have brown burn marks. The drawer was removed, and the solenoid and drawer controller were replaced. The drawer was reinstalled, and a hardware test application (hta) test was performed successfully. The application was restarted, and the customer was able to successfully recover the inventory drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and user was unable to recover it. The customer also mentioned fan smelled like it burned out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.